Event description:
It was reported that before an unknown procedure at the end of the handpiece a piece was missing and appeared to break. No patient consequences. No delays. Replacement material used. No more information available.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2024. D4 batch #: t9366j. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the 4-40 stud broken. No functional testing could be performed due to the device returned condition. The handpiece was disassembled to verify the condition of the internal components and the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.